Manufacturer narrative:
The finished good lot specific to this event is not known; therefore, lot history and device history record review was not possible. Sample was not returned for this complaint. When this type of issue occurs, a sample will need to be returned so that a proper investigation can be conducted. If possible, at the very least, the customer should provide alcon with a photo of the reported blade to help with the investigation of the issue. The customer¿s complaint cannot be confirmed. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. No action will be taken at this time as a sample was not returned. If a sample is received at a later date then the file will be reopened. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Custom pak manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the blade is dull and required a lot more intention to get the incision correct. The doctor had to suture the primary incision because the wound architecture was less than perfect. The blade was not replaced to complete procedure. There was no patient harm.